Event description:
Customer reported that a pt suffered a traumatic injury-twisting of left knee at an unspecified time following total knee replacement in 2004. The suture reportedly "ruptured". Pt was returned to surgery 4 months later for surgical repair.